Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high,out-of-range pacing impedance spikes were noted on this right ventricular (rv) lead and associated implantable cardioverter. With isometrics, noise was present on the shock channel electrogram. A subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted and this lead and the associated ICD were surgically abandoned. No adverse patient effects were reported.